Manufacturer narrative:
As the device was not returned, no evaluation was possible. As no lot number was provided, a DHR review was not possible. No further investigation is required. (B)(4).

Event description:
It was reported that while using a flexible passing pin, 13.50 x 2.4mm, during an acl reconstruction, the pin broke and had to be removed with a wire holder.